Event description:
It was reported that patient underwent total knee arthroplasty on (B)(6), 2010. Subsequently, a revision procedure was performed on (B)(6), 2011, due to loosening of the patellar component and possible infection. Infection tests came back negative. Patient is suspected of having a charcot's joint. No further information has been provided to date.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under warnings, it states, "improper selection, placement, positioning, alignment and fixation of the implant components may result in unusual stress conditions which may lead to subsequent reduction in the service life of the prosthetic components". The patella button was returned with its pegs fractured off of the button. It is unknown whether the pegs fractured during removal of the button or prior to that point. The patella button is visually unremarkable except for the absence of its pegs. The patella button appears to have signs of bone ingrowth. The pegs from the patella button also appear to display bone ingrowth. Due to the pegs being made out of porous metal, fracture artifact analysis is not possible. The cause of the pegs' fracture is unknown. The user facility was notified of the event on (B)(6), 2011. To date, a response has not been received from the user facility. In the event that the user facility submits a medwatch report, biomet will forward a copy to the FDA. This report submitted (B)(4), 2011.